Manufacturer narrative:
(B)(4). The results of this investigation concluded a tear in cusp 1, two tears in cusp 2, and a thin layer of fibrin on all three cusps. There was no evidence of acute inflammation or significant calcification, and gram stains were negative for organisms. No evidence was found to suggest the cause of the cuspal tears and fibrin formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
Approximately 3 years post procedure, this trifecta valve was explanted. At the time of explant, it was reported the valve appeared to have pulled away from the sewing cuff creating aortic insufficiency.